Manufacturer narrative:
The sample is not available for return since it was discarded in cytotoxic bin as chemo in pump; however, a photograph was provided and evaluated. The photo shows a spinning spiros connected to a syringe. Leakage can be seen from the area of the spiros o-ring/poppet interface. The device history review for lot 4763178 was reviewed and a poppet sub-component was found that had a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The customer reported a spinning spiros closed male luer, red cap that leaked fluorouracil. The patient was at home being given fluorouracil via a PICC line and baxter lv5 infuser and noticed it was leaking. The patient attended fal immediately for review. The patient was reviewed in a side room. The PICC dressing was taken down and fluorouracil pump disconnected. Gauze around the pump connection was wet. The skin was intact, no excoriation or redness. The arm was cleaned with soapy water. On inspection, the spiros was the point of leakage. The PICC line was flushed with no problems and redressed. The pump was discarded into the cytotoxic bin. The patient was reassured regarding the loss of drug volume. There was patient involvement and unprotected chemotherapy exposure to the patient¿s arm.